Event description:
Per importer's MDR: per end user had invacare chair 12 years ago and customer mentioned frame had broke. He also stated he threw chair away unable to get fixed. Dealer east coast medical went out of business.

Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.